Event description:
Pt underwent needle localization and wire placement of nodule in left breast. Mass including wire excised. X-rays revealed hook portion of wire remained in breast tissue. Wound re-opened; small piece of wire could not be located.